Event description:
It was reported that the device could not be interrogated. Technical services advised that the device has been implanted greater than eight years and the battery may be too weak for telemetry. The local representative is aware and is working with the clinic. The device remains implanted. There were no adverse patient effects.